Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when performing the load sequence, after the fill tubing process was completed, the customer returned back to the change cartridge unlock screen, and was prompted to reload the cartridge again. The customer was unsure if the event occurred due to user error. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that the load process may have been restarted due to loading an empty cartridge onto the pump. The customer was unable to remember what had been done, but confirmed more care would be used when loading the cartridge. During a follow-up call on (B)(6) 2017, the customer reported that the pump was functioning as intended.